Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared discolored showing evidence of blood contact. Leaflet 1 (l1) and leaflet 2 (l2) were in a closed position while leaflet 3 (l3) appeared partially open. Leaflet 1 appeared primarily intact; the free margin of commissure 2 distal to post 2 displayed a visibly textured surface, possibly due to mechanical stress or biological response. Leaflet 2 appeared intact. Leaflet 3 appeared intact; however, it exhibited stiffness and potential signs of shrinkage. All commissures were assessed. Leaflet misalignment was observed at commissures 6¿1 and commissure 2¿3, where textured surface was noted at l1 distal to post 2. The misalignments were measured and found to be within acceptable limits as defined in the document, quality final inspection of avalus aortic valve bioprosthesis. No leaflet misalignment was observed at commissure 4¿5. Post 1 appeared intact; however, the cloth material extended beyond the rear edge of the post. Post 2 appeared intact. Post 3 appeared intact; however, similar to post 1, the cloth material extended beyond the rear edge of the post. This may possibly be associated with manipulation of device during the explant procedure. No visible deflection was observed on any of the posts. The valve was received with the sewing cuff oriented in the upright position. Multiple small holes were observed along the sewing cuff, indicating potential locations of implantation sutures. Additionally, a separate small hole was noted on the cloth-covered stent. Tears were noted on the cloth-covered stent. Radiographic imaging was performed on the returned valve revealing no evidence of stent distortion or fractures. The avalus manufacturing team provided a radiographic image taken during the original manufacturing process. A side-by-side evaluation of both images was conducted; no stent anomalies were identified by the manufacturing team. H3: device evaluated? Updated h6: coding updated conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as moderate aortic regurgitation and leaflet misalignment. No additional adverse patient effects were reported.